Manufacturer narrative:
In the case description, the user mentioned receiving 2 boluses that were not commanded by the user, a 4u bolus and a 2u bolus. Inspection of the android log files downloaded from the pdm found evidence of interaction with the pdm in order to program and start of both boluses. During investigation of the returned pdm, no evidence of issues that would contribute to the reported event were observed. No evidence of an uncommanded bolus was found during the investigation.

Event description:
It has been reported by a nurse (prestataire) to insulet¿s clinical educator that on wednesday, (B)(6), at approximately 12:30 pm, a patient (female, young) was swimming when she noticed the presence of insulin on board (iob, i.e. Amount of insulin still active in the patient¿s body from earlier boluses) upon exiting the water (iob levels and information regarding the last commanded bolus were not reported). It was reported that the patient contacted her mother around 1:30 pm, at which point the iob level had further increased (iob levels not reported). The prestataire reported that upon reviewing the device history data, the following observations were made: a bolus of 4 iu was delivered at 12:33 pm the same day without any associated carbohydrate intake or blood glucose entry, reportedly indicating that it was not initiated by the patient ; a second bolus of 2 iu was delivered at 1:38 pm, also without carbohydrate intake or blood glucose entry, and reportedly not initiated by the patient. The prestataire also stated that at approximately 1:30 pm, a capillary blood glucose measurement was taken, showing a value of 0.57 g/l (57 mg/dl), indicating hypoglycemia. The patient reportedly did not consume any food until 2:58 pm. The patient managed to restore her blood glucose level to normal within the same day. No medical intervention or hospitalization was required.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.